Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in colombia, this was a case of a 29mm sapien 3 transcatheter heart valve. During the procedure, when performing balloon inflation, it was evident that the balloon was not filled and was broken. The implant was stopped, and the entire system was removed and exchanged. A new esheath, commander delivery system and valve were used successfully. Upon inspection of the device at the end of the procedure, it was seen that the balloon was detached or broken.

Manufacturer narrative:
Updated h6- type of investigation, investigation findings corrected h6- component code, device code, investigation conclusions. The 29mm commander delivery system was returned partially locked, fully inserted through a 16 fr esheath and full loader assembly. No fine adjust or flex indicator were in use. The valve remained crimped on inflation balloon. The device was visually inspected, and the following was observed: balloon was torn at the ic bond area. Double-wall thickness measurements of the crimp balloon were within specifications. Imagery was provided by the field and the following was observed: crimp balloon tear at inflation/crimp balloon bond. Balloon wings were exposed. The complaint for torn balloon was confirmed based on evaluation of the returned device. However, no manufacturing non-conformances were identified during engineering evaluation. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Potential root causes for material separation between the inflation balloon and crimp balloon have been identified and documented in a product risk assessment (pra). As identified in the pra, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. Potential sources of increased valve alignment forces could be residual fluid in the balloon, patient tortuosity, or performing valve alignment in a non-straight section. The complaint description states, "at the time of performing the inflation, it was evident not filled of the balloon so it was established that the balloon was broken." Without the return of applicable imagery or patient information, there is insufficient information to determine a root cause. However, it is possible that any of listed sources of increased valve alignment forces above can subject the bond area between the inflation and crimp balloon to increased forces. It is possible that increased forces and tension could have then weakened the balloon, causing the crimp balloon to tear. While there is insufficient information to determine a root cause, the pra suggests that potential patient (tortuosity) and/or procedural factors (valve alignment in non-straight section, residual fluid) may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.